Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was insulation damage noted on the right atrial (ra) lead. During the revision procedure, the physician attempted to repair the ra lead but was unsuccessful. The ra lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.